Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After swapping a known good electrical board 2 onto electrical board 1 and then taking both boards and putting them into another case, the sleep current measurement fell into specs. Further swapping and isolation steps reveals that the high sleep current measurement seems to be due to both a combination of a bad electrical board 2 and a bad battery board which is attached inside the original case.